Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired. The vad coordinator did not know whether the pt's death was caused by the device or treatment. An autopsy has been completed and awaiting copy of results; although, it is uncertain if the results may become available to the MFR. Additional information submitted to the MFR through device tracking indicated that the pt expired due to gastrointestinal bleeding (gib) - respiration pre arrest.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.